Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus service operation repair center (sorc), there was the possibility that the reported phenomenon was attributed to the accidental failure of the power supply unit or the converter. For the failure of the power supply unit, it might be occurred because the power supply was not grounded, the capacity of the medical outlet was less than the total electrical capacity of the connected equipment, or excessive force was applied to the power cord. For the failure of the converter, it might be occurred because the subject device was used for a long time in a dusty environment and the dust had accumulated in and around the ventilation grilles, or the ventilation grilles were covered with the foreign material.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the power of the subject device was turned off after startup. Olympus service operation repair center (sorc) checked the subject device and found following. The reported phenomenon was duplicated. The converter had failure. There was no report of patient injury associated with the event.